Manufacturer narrative:
The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.

Event description:
The home patient's mother reported a homechoice pd cassette with a hole in it. The cassette was discarded by the customer. No patient injury or medical intervention was reported.